Event description:
It was reported that the atrial lead impedance rose significantly from stable measurements in one episode. The patient will be monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.